Event description:
Pt implanted on (B)(6), 2011 with three zero-p plates, level c4 to c7, returned to surgeon for f/u visit. An x-ray on an unk date showed subsidence of one zero-p plate at c6-7. Pt returned to the operating room on (B)(6), 2012 for removal of all three plates and screws noting pt had poor bone quality. Surgeon revised the pt to a competitors cage and plate from c4 to c7.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.